Event description:
It was further reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of the lad coronary aretery, the maverick2 monorail balloon was suspected to have ruptured at 10atm's on the second inflation. The physician noted extrusion of dye into the vessel distal to the balloon. It is noted that despite predilating the lesion, resistance was met upon insertion and with removal of the maverick2 monorail balloon. Them patient was asymptomatic during this event. The maverick2 monorail 20/1.5mm catheter was removed and replaced with a maverick2 monorail 20/2.0mm catheter to complete the procedure. A terumo introducer sheath, an athlete soft guidewire (size unknonw), a mach 1 fl3.5 guide catheter and a medtronic inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.

Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown). Patient status is reported as 'good'. No additional information is available at this time.